Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a physical breakage, the foreign material could not be removed even with the correct reprocessing. Additionally, stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the following warning. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. ¿3.6 inspection of the endoscopic system¿ 8. Inspect the air/water nozzle at the distal end of the endoscope's insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their evis lucera duodenovideoscope had a breakage of the forceps elevator wire. Upon inspection and testing of the returned unit, it discovered that there was a foreign object lodged in the device nozzle as well as a gap in the adhesive area between the hold ring and the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle, and a gap in the adhesive area between the hold ring and the distal end of the device was noted. The customer's originally reported issue of broken forceps wire was not confirmed. The following additional findings were also noted: assorted deformations, scratches, wrinkles, shaved components, and cracks, damaged control unit, deformation of the bending tube, wear of the angle wire, and light guide lens adhesive peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.